Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) due to a ventricular tachycardia (vt) and the rhythm was accelerated. All therapy was exhausted and external defibrillation was utilized to convert the arrhythmia. The patient implanted with this crt-d later expired due to poor health.